Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No battery out limit alarm could be verified due to the unresponsive buttons. No number scrolling anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to deliver a bolus. Subsequently, the buttons on the keypad stopped responding. The customer's blood glucose was 123 mg/dl.. The customer stated the insulin pump may have been exposed to perspiration. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.